Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system (right), reason(s) for revision: pain. Update: reason & date of revision added, (B)(6) update spreadsheet dated 28th oct 2011. On 23/1/12 - update from (B)(6) spreadsheet dated 17 january 2012 - changed revision reason. Update - added a sleeve. Taken from claimsuite dated 22nd october 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.